Event description:
On (B)(6) 2014, the device was found at rrt.

Manufacturer narrative:
Finally, we were informed that the device was explanted and will be returned for analysis.

Manufacturer narrative:
Refer to the attached report.

Event description:
On (B)(6) 2014, the device was found at rrt.

Event description:
On (B)(6) 2014, the device was found at rrt.

Event description:
On (B)(6) 2014, the device was found at rrt.

Event description:
On (B)(6) 2014, the device was found at rrt.

Manufacturer narrative:
The device removal was recommended.